Event description:
During product evaluation by baxter personnel, a colleague infusion pump was found to have a damaged power cord. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be physical damage to the power cord. The device is currently in the process of being evaluated and no repairs have been completed. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.